Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was partially confirmed. Olympus was not able to confirm rusty deposits at the biopsy channel. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported white deposits at the distal end and rusty deposits at the biopsy channel during reprocessing involving an olympus duodenovideoscope. There was no patient injury reported.